Event description:
Patient was revised to address disassociation of the liner from the cup. The liner was removed, but the cup was retained.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. It is known that this patient has previously experienced a liner/cup disassociation. It is possible that the locking mechanism of the acetabular cup has been damaged. Per the reporting in both revisions however the acetabular cup remains implanted. Damaged components should not be re-used. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.